Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire field service representative (fsr) was unable to duplicate the customer's reported issue. As a resolution, uvp tests and ovp were performed. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the vela ventilator's touch screen froze and became unresponsive during set-up. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.